Event description:
It was reported after the pt's ipg was explanted and replaced (ref MFR report#1627487-2014-02374), fluid had developed around the ipg. The fluid was drained and there was no indication of infection.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.